Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. The infusion pump, prior to setting up an infusion, should be indicating the volume to be infused. A solution bag sometimes may contain less volume than indicated, and hence air may be sucked in as a result. The air in line alarm is a risk mitigation mechanism embedded in the pump to prevent serious events which could occur by injecting air into the patient. This is not a malfunction. This event will occur whenever a solution bag is empty and the pump would continue to infuse (based on the volume to be infused) until air will reach its sensors and alarm, thus preventing administration of the air. In an ICU where inotropic support is being given, the solution bags should be regularly checked and changed if approaching low volume. When using a syringe driver the pump will alarm low volume when the syringe would approach near end of infusion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a unspecified number of spectrum pump it was reported that a spectrum pump delivered at a higher rate or volume than programmed (over infusion).during therapy in the intensive care unit. "Pressor" ran dry before expected (dose, programmed amount and delivery rate unknown) creating air in line that could not be removed without changing entire tubing. It was reported that this was a near sentinel event as the patient¿s blood pressure was dropping quickly. Patients are unstable and very sensitive to changes in drip. No additional information is available.